Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue ¿clogged air/water channel¿ occurred after the diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and was inferred to have been fecal matter - however, the material was unable to be further specified. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is preventable and detectable by handling device as per the following instructions for use (IFU): operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An incoming inspection confirmed, the device exhibited air/water flow issues. The nozzle was clogged with a solid brown element, which seemed to be fecal matter. Few additional findings were noted. There was a gap in the adhesive of the bending section cover. The insulation of distal end cover was out of specifications. There was a gap on the adhesive of the light guide rod lens and other lens; the adhesive was worn out and scratched. The light guide lens was chipped. Bending angulation was out of specified value. The ceiling plate stopper was deformed. The universal cord was buckled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited a clogged air/water channel. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.